Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a routine check after receiving inappropriate therapy for svt. The device delivered inappropriate antitachycardia pacing for vt. Programming changes were made.